Event description:
During the index procedure 2 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg (r1) and 1 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg (r2). Approximately 6 months post the index procedure, the patient suffered restenosis of the right sfa (r1) and was treated with non mdt pta and 3 in.pact admiral paclitaxel-eluting pta balloon catheters. The investigator assessed that the event was not related to the study device, drug or procedure. Clinical events committee have adjudicated that the restenosis event is related to the study devices and not related to the procedure and drug. Restenosis related to r1 and r2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.